Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient's blood glucose that day was 18.4 mmol/l with extreme thirst and symptoms of dehydration. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they resumed pump therapy with replacement pump, and the pump¿s delivery settings were not recently changed by a healthcare provider. It was reported the ok, up, down keypad buttons were under-responsive. This complaint is being reported because the reported health event was attributed to a device issue.

Manufacturer narrative:
Follow up #1 18-jan-2018. Device evaluation: the pump has been returned to animas and evaluated on 19-dec-2018 with the following findings: the keypad was torn near the buttons. All of the buttons were unresponsive. No contamination was found on the button contacts. The keypad flex was damaged.